Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, while preparing the lens for implantation, the optic of the lens was scratched and the haptic was broken. Hence another lens was used to complete the surgery.